Event description:
In 2008, the lay-user/pt contacted lifescan alleging that he was unable to code a one touch ultra (otu) meter. The pt tests his blood glucose 4 times a day. He tests before each meal and at bedtime. He takes sliding-scale humalog insulin 3 times a day based on his meter readings and lantus insulin every evening. The pt did not know how to code his otu meter. He misplaced the owner's manual of his otu meter, and therefore did not have instructions to change the meter's code. For the past "few days", the pt indicated that had not tested his blood glucose since he did not know how to code the meter and was therefore guessing on his insulin dosages. During the time of concern, the pt stated that his eyesight got worse and that he needed to "squint". He also was urinating more frequently at night and having symptoms of sweating and clamminess. The pt explained that he had "all the normal symptoms of high blood glucose." The pt denied seeking or receiving medical intervention from a health care provider. His blood glucose was not tested on another device. The reported meter issue was resolved with training. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hyperglycemia after the alleged coding issue began. The pt also said that his vision got worse during the time of concern and because he was guessing on his insulin dosages.

Manufacturer narrative:
Test strip lot # not provided.